Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported " intra-aortic balloon catheter disassembled and found to have a broken balloon catheter push rod". To continue therapy, another cather was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition was reported as "fine"

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample were supplied kit components including 40cc inflation driveline tubing and data-scope inflation driveline tubing. Upon return, the supplied teflon sheath was noted on the returned sample; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and an external leak was immediately noted and located around the bifurcate bushing bond. Upon microscopic inspection, the leak occurred from the adhesive bond at the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the complaint investigation, an external leak is confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported " intra-aortic balloon catheter disassembled and found to have a broken balloon catheter push rod". To continue therapy, another cather was inserted in the same insertion site. No patient harm or injury reported. The patient's current condition was reported as "fine"